Event description:
Pt was in operating room having a procedure done which required our bipolar erbe machine to be used. Machine was connected and foot pedal given to surgeon to control. The machine worked once then a message came up that the pedal was not plugged in. Cord reconnected and green message saying machine was ready showed. Doctor pushed the pedal again. A flame was noticed shooting out of one of the cords. Doctor immediately let go of foot pedal and the machine was unplugged. The flame stopped. No injury noted. Machine was taken out of room and new machine brought in. Procedure was completed. Supervisor and manager notified of event.